Event description:
A nurse reported that a corneal burn occurred during a cataract procedure. The procedure was completed and the pt received one suture. The pt's present condition is unk. Additional info has been requested.

Manufacturer narrative:
The company rep examination the system and no problems were found. Preventive maintenance was performed. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk. (B)(4).